Event description:
Kimberly-clark received a report stating, ¿the patient was admitted to the hospital on (B)(6) 2013, when she expired. The patient was mechanically intubated in the hospital's intensive care unit (ICU). On (B)(6) 2013, the patient's primary nurse reported, 'in line suction broke in half while suctioning patient.' A piece of the in line suction catheter was in the ett, just enough was out of the end of the ett and we were able to retrieve it. The patient was intubated on the vent. The primary nurse was suctioning the patient when the in line suction catheter snapped in half. No drop in o2 sats or tidal volumes was noted." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned. Visual examination found that the catheter was separated at the distal tip, and the remaining length of tubing remained intact and attached to the cone suction adapter. Both ends of the catheter were examined at the point of detachment and revealed kerf marks suggesting that the catheter tubing was cut. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.